Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. It was initially reported that the bg was 39 mg/dl but upon further questioning, neither the patient nor his spouse could remember or confirm the bg or cgm values or other details of the event such as any symptoms, except to state that he was given 'quick acting sugar stuff through the IV to raise his sugar,' (presumed to mean IV glucose). No details could be provided of whether this treatment was administered by emergency medical services (ems) or whether he was taken to an emergency room (ER) and treated there. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2021. No data was provided for evaluation. The allegation and a probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No injury or medical intervention was reported.